Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that when replacing an implantable neurostimulator (ins), the lead did not fit in the new extension. The original lead had to be replaced. No troubleshooting was done. Replacement of the original lead resolved the issue.

Manufacturer narrative:
Analysis of the lead found no significant anomaly. The body of the lead was cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.